Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, the device did not fire. Staples at the proximal end were found to be slightly fired. Another reload was used to complete the case. There was no patient injury.